Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, defib cycling, multiple 30 joule tests, and defib shock testing without duplicating the report. Review of the device log found no evidence of the report. A visual inspection found no discrepancies. The device was recertified and returned to the customer. The multifunction cable used at the time of the report was not returned as part of this investigation. No trend is associated with reports of this type.